Event description:
A hospital in (B)(6) reported that an mr290 humidification chamber had a broken connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) for investigation where it was visually inspected. Results:the visual inspection revealed a break in the feedset tubing at the spike connection. The surface of the break was rough. There have been no similar complaints for lot number 130729. Conclusions: the damage appears to have been caused by the tube being pulled away from the spike, possible due to being caught or put under tension. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. A pull test is also performed on the feedset during production. Any chamber which fails any of these tests is rejected. Our user instructions that accompany the mr290 state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.